Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an implant procedure that the atrial lead was unable to be implanted as the lead would not stay in place. The lead was explanted and replaced. The patient was stable.